Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient's pd catheter was removed. On an unreported date, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The outcome of the peritonitis was recovering. A causality assessment was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11h04119 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.